Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis, requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure in 2007, a 2.5 x 18 mm xience v stent was deployed in the 1st obtuse marginal lesion. In 2008, the patient returned to the hospital with chest pain or angina equivalent. Categorized as unstable angina class I. Diagnostic angiography was performed and revealed restenosis of the 1st obtuse marginal which required ptci treatment. The patient angina was resolved. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Stenosis and angina, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the angina is a secondary effect of the stenosis which resulted in ptci and hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.